Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that, during a primary procedure on a right femur, when drilling the k-wire trocar through the trocar sleeve, the k-wire became stuck in the sleeve and could not be removed intra-operatively. The construct was removed and another sleeve was used with another k-wire to complete the procedure successfully with a surgical delay of approximately 5-10 minutes. No adverse consequences reported.

Event description:
It was reported that, during a primary procedure on a right femur, when drilling the k-wire trocar through the trocar sleeve, the k-wire became stuck in the sleeve and could not be removed intra-operatively. The construct was removed and another sleeve was used with another k-wire to complete the procedure successfully with a surgical delay of approximately 5-10 minutes. No adverse consequences reported.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received guidewire sleeve shows typical signs of intense and frequent uses. Significant imprints and hammering marks are found on the surface of the head of the sleeve near the entry bore for k-wire. In case of intended use, such damage would not have occurred. The damage pattern reveals that the device had been long in use which caused internal material degradation. Also, the head portion of the sleeve reveals that it has been hammered in previous surgeries as well. This is an off-label usage which caused further deterioration of the device. In order to reproduce the reported event a functional test was performed with a sample 3.2 mm k-wire, which revealed that the k-wire did not pass through the sleeve because the internal surface of the hole was deformed. Based on the investigation the root cause was attributed to a user related issue. The above investigation revealed that the k-wire could not pass through the sleeve due to the deformation of the entry point of the sleeve caused due to a combination of normal wear and mishandling by the user in the former surgeries. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The device had been in use for a long time (manufactured in 2010), therefore it can be safely said that it had fulfilled its tasks in former surgeries as intended. A review of the labeling did not indicate any abnormalities. If any additional information is provided, the investigation will be reassessed.